Manufacturer narrative:
Product event summary: analysis did not confirm the customer comment of the programmer heating up on its right side, it was noted to be at a normal state for a programmer in operation however analysis did confirm the customer comment of unable to boot. The heat sink was replaced as a preventive measure, the hard drive was reconfigured, the software was reloaded and updated and the microprocessing unit was replaced due to an overheating message on sensor 7. It was additionally noted that the hard drive health was less than 100% and the hard drive was replaced. The hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests.

Event description:
It was reported that the programmer was heating up on its right side and that it was unable to boot. The programmer was returned for service. No patient complications have been reported as a result of this event.